Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple needles became blocked after inserting needle through the cartridge septum. Customer's blood glucose was not impacted. Reportedly, customer used another needle to resolve the issue.